Event description:
It was reported that this patient with a pacemaker came in for a routine check and it was found that the device is in safety mode. The patient did not experience any symptoms. Technical services discussed safety core parameters and recommended to replace the device. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with a pacemaker came in for a routine check and it was found that the device is in safety mode. The patient did not experience any symptoms. Technical services discussed safety core parameters and recommended to replace the device. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with a pacemaker came in for a routine check and it was found that the device is in safety mode. The patient did not experience any symptoms. Technical services discussed safety core parameters and recommended to replace the device. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that reported this device was explanted and replaced successfully. The device has been returned and is in the process of device analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this patient with a pacemaker came in for a routine check and it was found that the device is in safety mode. The patient did not experience any symptoms. Technical services discussed safety core parameters and recommended to replace the device. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that reported this device was explanted and replaced successfully. The device has been returned and is in the process of device analysis. No additional adverse patient effects were reported.